Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the time and date defaulted to factory settings from (B)(6) 2011 to (B)(6) 2011. There was no other activity outside normal patient use observed in the black box or download history. Evaluation revealed, an internal battery failure. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas alleging that the subject pump pump's date has randomly changed on its own about 5 times over an 8 month period. It is not known if the pump's time was also changing when the date changed randomly. The reporter stated they became aware of issue when the pump was downloaded during an appointment with hcp. At the time of troubleshooting, the patient's mother confirmed that the pump retained its current date and time with battery change. There was no reported patient impact associated with this complaint.